Event description:
Customer reports that aviva system produced results of 614 mg/dl and 689 mg/dl, which are outside the meter reading range of 10-600 mg/dl. No action taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.